Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. 14pcs retention samples were checked on IV point, needle puncture and needle angle, no failure found. Conducted on14pcs retention samples. No needle clog nor np gap failure was found. No failure found. Pen needle product has 100% IV point inspection and needle angle inspection by vision system, and defect part will be rejected automatically. Based on the investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that the pen ndl 31g 5mm xtw 5b 100ct ap broke off from the hub. The following information was provided by the initial reporter: "it appears that the needle broke away from the housing and did not cause any injury to the client."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 31g 5mm xtw 5b 100ct ap broke off from the hub. The following information was provided by the initial reporter: "it appears that the needle broke away from the housing and did not cause any injury to the client."